Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's husband who reported that when he was pushing his wife to the door at the airport, the right front caster/fork assembly came out of the device causing his wife to fall backwards to the ground. The end user hit her head and shoulder, and the end user's husband hit his knee and elbow during the fall. Medical professionals on scene did an electrocardiogram and cleaned and applied bandages to the injured areas. The end user refused to go to the hospital. The next day the end user started showing signs of confusion, not able to dress or shower herself, and memory loss. Product labeling states, "do not move rollator while seated. Do not use the rollator as a wheelchair/transport chair. The rollator is not designed for this purpose." As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.